Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent with naviflex rx delivery system was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the stent could not be released, as the release suture failed to detach. Consequently, the distal end of the stent was deliberately clamped using the albarran lever, and the pusher was retracted in an attempt to release the suture. During this maneuver, the guiding catheter became trapped within the stent. However, the procedure was able to be completed with this device. There were no patient complications reported as a results of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf device code f2301 captures the reportable event of additional device required.